Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin.

Event description:
It was reported that multiple cartridge alarms intermittently occurred during basal delivery with multiple cartridges. Customer's blood glucose level was 235 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.